Event description:
It was reported that a patient was in hospital for unrelated medical issue, inappropriate ams episodes were observed due to oversening of far r and p waves. Reprogramming, testing and chest x ray were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.